Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument was not recognized and was replaced with a new one. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a cracked blade. As a result, the instrument failed the energy recognition test. The missing piece was not returned with the instrument. Additional observation(s) : the instrument failed energy recognition when connected to an in-house energy generator. The energy recognition failure of instrument was related to a broken blade. The probable root cause of broken blade is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure.